Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose results. (B)(6),father, is calling on behalf of the customer. The customer is concerned with results obtained results of hi. The expected fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 572 and 479mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/21/18 and open vial date is unknown. The meter memory was reviewed for previous test result history: (date/time not stored correctly): result 1 : hi mg/dl date: (B)(6) time: 5:58 pm fasting, result 2 : hi mg/dl date: (B)(6) time: 4:43 pm fasting, result 3 : hi mg/dl date: (B)(6) time: 3:37 pm fasting, result 4 : 527 mg/dl date: (B)(6) time: 12:36 pm fasting, result 5 : 499 mg/dl date: (B)(6) time: 10:32 pm fasting. Father stated that when son tested numerous times today, he got a blood glucose result of hi. Customer's father stated that his son's blood glucose has never ran this high before.